Event description:
100 ml of contrast was injected into the antecubital vein via an 18 gauge angiocath. No enhancement was noted on the films indicating that all 100ml's of contrast extravasated. Patient was treated with warm then cold compresses. Plastic surgery consult was conducted.